Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination of valve. A leak test was performed and were found two openings on the shell and one on the valve, besides observed delamination of valve. A microscopic analysis identified: two curved striated openings on radius and posterior side assessed as surgical damage, a curved cracked opening in valve assessed as cracked valve seat diaphragm valve and partial delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. Delamination of diapherm flange disk assessed as adhesive failure a crack opening on valve assessed as cracked valve seat diaphragm valve.

Event description:
Device was explanted.